Event description:
It was reported that the user¿s ilet pump stopped dosing during sleep due to running out of insulin, leading to elevated blood glucose and a high glucose alarm. The user replaced supplies and was advised allowing the pump to deliver correction boluses. Symptoms included hyperglycemia peaking at 300 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to not realizing the device ran out of insulin and stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.